Manufacturer narrative:
(B)(4). Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely. The guide instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. If any additional relevant information is obtained, a supplemental report will be submitted.

Event description:
This is a report of a home patient (hp) who had a system error 2367 (resume error, critical error found) on the homechoice (hc) while cycling the power in response to an alarm that occurred during dwell. The patient reportedly forgot to close a clamp on a supply line that was not in use. Due to the possible introduction of air in the lines, the patient planned to start therapy over with new supplies. The patient was advised to contact their nurse regarding the event. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.